Manufacturer narrative:
The biomedical engineer (bme) reported that they have this multiple patient receiver (org) going into comm loss for about 30 seconds and then comes back. Customer states that this seems random, approximately every 30min or so. This is affecting only one org, bed-ID's tele20- tele26. All 7 beds are going into comm loss at the same time (this org is only setup for 7 beds, there is a free, unused channel that is not being monitored). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they have this multiple patient receiver (org) going into comm loss for about 30 seconds and then comes back. Customer states that this seems random, approximately every 30min or so. This is affecting only one org, bed-ID's tele20- tele26. All 7 beds are going into comm loss at the same time (this org is only setup for 7 beds, there is a free, unused channel that is not being monitored). No patient harm was reported.